Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, forward firing was observed with a first and second fiber. The procedure was completed by a turp. No damages to the patient was reported. This report concerns the first fiber.